Manufacturer narrative:
The reported issue of the gripper lever leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported issue of the gripper lever leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed for a leak in the clip delivery system. It was reported that during preparation of the clip delivery system (cds), while retracting the gripper lever, it was noted that water was coming out of the cds handle. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.